Manufacturer narrative:
One medfusion pump was received with the top case cracked on the corners and a cracked right plunger case. The event history log was reviewed and there were acu watchdog failure and acu power strobe failure alarms. The power up process was conducted and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined since there was no damage found on the main board. The main board will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had multiple acu watchdog and power strobe alarms. There was no reported adverse event.